Event description:
Patient admitted to hospital 1/7/91 with arrhythmias. Studies showed port-a-cath in two pieces with piece broken off floating in right atrium and ventricle. Transferred to hospital for removal. Port-a-cath was removed and patient had no other problemsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.